Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there were inconsistencies between server/station database. The technical support specialist verified that following the disaster recovery and upgrade of the station, no further errors were encountered. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system, the users got error and immediately logged out. The customer indicated that upon attempting to remove medication, an error message appeared on the screen stating, "one or more errors occurred." Subsequently, pyxis logged the user out and reverted to the login screen, resulting in a delay in the dispensing process. There were no adverse events or injuries reported based on this incident.